Event description:
Customer reports performing back to back tests on the active system with results of 129 mg/dl and 552 mg/dl. No quality control information was provided. No adverse event reported. A replacement product was sent.